Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had trouble with their feet and legs feeling partially numb since before implant. This numbness was related to a back surgery with an unknown event date when asked. It was noted that since implant on (B)(6) 2017 the patient felt that their legs and feet were getting more numb. The consumer also stated that the increase in numbness had been occurring since (B)(6) 2017 and 2-3 days ago. It was reported that the patient was not sure if therapy was working. The patient was not having the urge to go to the bathroom but their depends were wet. This had been occurring for the past couple of days (B)(6) 2017). It was verified that stimulation was on. Starting (B)(6) 2017 the patient was not feeling stimulation and on (B)(6) 2017 the patient felt like they were constipated. A follow-up appointment was scheduled with their health care professional (hcp) in (B)(6) (around the 20th or in the 20s). It was noted that there was a lost programmer antenna. No further complications were reported.